Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In early 2009, the patient reported that a "couple months ago" his infusion device displayed e4 (occlusion). He found that the connector needle, which connects to the pigtail portion of tubing, was bent and his blood glucose elevated as a result (specific values not provided). His target blood glucose range is 100-140 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.